Manufacturer narrative:
(B)(4). The device reported in this event has been received but the evaluation has not yet begun. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. The rite (return instrument test and evaluation) test was performed. The device failed the homechoice rite functional test due to accuracy failure. The homechoice rite electrical test passed with no issues encountered. Internal and external visual inspections were performed. No problems were encountered. During the evaluation, the device passed all testing for temperature and volumetric accuracy. The reported issue of patient symptom was not confirmed during the evaluation. Issues such as patient symptom would not be recorded in the logs or reproducible. Based on the evaluation results, the assignable cause was undetermined. The rite functional failure of accuracy failure was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter on (B)(6) 2011 to report uremic symptoms while using the device. The hp's doctor had requested that the device be swapped.